Manufacturer narrative:
Complaint conclusion updated: as reported by the legal department, the patient underwent placement of an optease thrombectomy system. It was reported that the device subsequently malfunctioned and caused, inter alia, thrombosis of the inferior vena cava. As a result of the malfunction, the patient suffered life-threatening injuries and damages requiring medical care and treatment. The patient will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and 2 other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vena cava thrombus in the filter does not represent a device malfunction. The reported vena cava thrombosis could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of an optease thrombectomy system. It was reported that the device subsequently malfunctioned and caused, inter alia, thrombosis of the inferior vena cava. As a result of the malfunction, the patient suffered life-threatening injuries and damages requiring medical care and treatment. The patient will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and 2 other losses.